Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacturer's database indicated the patient died approximately seven months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. Cosmetic environmental stress cracking was noted on the outer tubing overlay. A white substance was noted at the trifurcation. A cosmetic depression in the outer insulation was observed on the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted at the proximal end of the lead. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted on the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.